Event description:
The pt was admitted to the hospital as inpatient. A critical alarm was heard. The pt's daughter stated that she heard a "beeping" sound last week but did not realize that this was from her father's implanted device. A motor stall was noted upon interrogation of the pump on (B) (6) 2010 and again on (B) (6) 2010; stopped pump duration exceeded 48 hours message was noted. The pt was transferred to a different facility so that pump interrogation and troubleshooting of his device could be done. It was later reported that the pt was admitted to the hospital on (B) (6) 2010 because he was experiencing withdrawal symptoms, but didn't know it. He experienced severe stomach pain, nausea, vomiting, and confusion. His symptoms had escalated as he did not want to tell his wife that he was having a significant increase in back pain. An MRI was performed on (B) (6) 2010 as, due to the pt's symptoms, the hcps thought the pt may have had a stroke. After the pump was interrogated, it was determined that the symptoms were due to withdrawal. The pt had dilaudid in his pump at the time of the motor stall (25 mg/ml). The pt was seen on (B) (6) 2010 and was prescribed oral dilaudid (4 mg every 3 hours) and a clonidine patch, .1 mg was kept on for 1 week. The pt planned to work with insurance to apply for pump replacement coverage. At the time of this report, the pt was doing much better; he continued to experience some pain, but his withdrawal symptoms have resolved.

Manufacturer narrative:
(B) (4).